Manufacturer narrative:
Medical review: od: reportedly intraoperative iol (single-piece collamer) removal and exchange was performed to address capsular tear that was noted upon insertion ("lens was falling back"). Vitrectomy was performed and different model lens was implanted in the sulcus. No reported postoperative sequelae. According to the report from the nurse the event was attributed to the patient related factor (anatomy/weak zonules). The dfu under warnings instructs that: "physicians considering iol implantation under any of the following circumstances should weigh the potential risk/benefit ratio: g. Patients in whom neither the posterior capsule nor zonules are intact enough to provide support". Based on the information provided, the patient was not a good candidate for this lens. Based on the complaint history, work order search, medical review and the evaluation of the returned product, it was determined that the root cause of this event was due to patient's anatomy. (B)(4).

Event description:
The reporter stated the surgeon inserted a cc4204a collamer single piece lens in the patient's right eye. The lens started to fall in back of the eye. The surgeon enlarged the incision and removed the lens. There was a capsule tear and a vitrectomy was performed. A non-staar sulcus lens was implanted and the wound was sutured. Reporter stated the cause was patient anatomy (zonules).

Manufacturer narrative:
Method: device history record review. Results: device history record review: after performing a review of the device history record review and a root cause analysis, it was determined that the manufacturing process is not related to the root cause of this complaint. Conclusions: based on the complaint history, work order search, device history record review, medical review and the evaluation of the returned product, the root cause of the event has been determined to be due to patient's anatomy and was not lens related. (B)(4).

Manufacturer narrative:
(B)(4): collamer® ultraviolet-absorbing posterior chamber single piece foldable intraocular lens.(B)(4): evaluation:method - lens work order search. Results - visual inspection of the returned product found the lens torn right up the middle, optic and haptic torn. Lens was returned in liquid. A lens work order search was performed and no similar complaint was found. Conclusions - based on the complaint history, lens work order search and the evaluation of the returned product, the root cause of the event has been determined to be due to patient's anatomy.(B)(4)